Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the non-calcified, non-tortuous, obtuse marginal artery the 3.0 x 18 mm absorb scaffold was implanted without issue. Post implant optical computed tomography (oct) showed great scaffold vessel wall apposition. Approximately three (3) hours later the patient complained of chest pain and angiography revealed thrombosis in the scaffold. A thrombectomy and 3.5 x 15 mm non-abbott nc balloon angioplasty in the scaffold was performed with a good outcome; oct showed great scaffold vessel wall apposition. Medication given was integrilin and effient. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, nausea and thrombosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A cine was received and reviewed by an abbott vascular physician noting acute (same day within hours) thrombosis of the absorb 3.0 x 18mm scaffold placed in the large obtuse marginal branch (omb) which had high grade and probable thrombotic lesion at baseline. Most likely factors for acute occlusion are presence of baseline thrombus, with residual thrombus evident in the immediate post-procedure optical computed tomography (oct). Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.